Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) showed early battery depletion. The right atrial (ra) lead thresholds were noted to be high, and this was suspected to be the reason for the early battery depletion. The ipg was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.